Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was not returned to the manufacturing site. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
In the initial MDR report, the following was identified: date of this report, a date of 08/15/2017, was entered; however, the correct date of the submitted report was actually 08/17/2017. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Date of event: unknown, information not provided. If explanted, give date: not applicable as there is no indication lens has been explanted. (B)(6). Health professional: yes. Occupation: physician. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a patient had a tecnis symfony toric intraocular lens (iol), model zxt150 22.0 diopters, implanted in her right eye on (B)(6) 2016. Patient reported post-operative symptoms of halos and blurriness. Also, laser treatment was performed 1 month ago from august, but did not help. The doctor stated the patient's symptoms do not require surgery. Patient's eye was still blurry and the physician indicated that her eyes were dry, so eye drops were prescribed. Patient right eye (od) is better than left (os). Patient reported the issue to the physician and the physician stated that he may have to adjust the lens to treat the distance issue. She will be provided with contact lenses and doctor is hoping that these may help alleviate the symptoms. The physician was contacted and he stated that the problem for the patient is on os, little near-sighted (myopic) with dry eyes ou, both eyes. The symptoms won't require surgery. But he is considering contact lenses. Prk (photorefractive keratectomy) will also help alleviate the issues. No further information was provided. This report is for the right eye and a separate report will be submitted for left eye.